Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear."

Manufacturer narrative:
This follow-up report is being filed to relay corrected event date.

Event description:
It was reported patient underwent a comprehensive shoulder hemiarthroplasty on (B)(6) 2014. During the procedure, the positioning sleeve fractured while impacting the fractured trial stem into the patient's bone canal that should not have been impacted. The positioning sleeve stuck on the stem and then dislodged into the bone canal as the sleeve was reinserted.

Event description:
It was reported patient underwent a comprehensive shoulder hemiarthroplasty on (B)(6) 2014. During the procedure, the positioning sleeve fractured while impacting the fractured trial stem into the patient's bone canal that should not have been impacted. The positioning sleeve stuck on the stem and then dislodged into the bone canal as the sleeve was reinserted.